Event description:
It was reported that the device had an inappropriate boot up. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the power pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure was determined to be a failure of the power pcb assembly.